Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU) states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The two additional devices (nc trek and other graftmaster) referenced are being filed under separate medwatch report numbers. Na.

Event description:
It was reported that this was a percutaneous coronary intervention in the left anterior descending coronary artery (lad). The 3.25x20 mm nc trek balloon dilatation catheter (bdc) was advanced and met resistance with the heavily calcified and tortuous anatomy. The nc trek was inflated twice at 12 atmospheres of pressure. A perforation occurred in the lad after the balloon rupture. The 3.5x16 mm graftmaster stent delivery system (sds) was inserted, but it was unable to cross the vessel due to the patient anatomy. The 2.8x16 mm graftmaster sds was inserted and was successfully implanted; however, this 2.8x16 size was used after the labeled expiration date. The perforation was sealed. The patient has not had any adverse reactions to the expired graftmaster stent. This was used because it was the only unit available and it was a life threatening situation for the patient. No additional information was provided.